Event description:
"Biopsy needle tip broke off during a biopsy procedure." Risk mgr stated that the needle broke off in the pt's spine and the needle had to be surgically removed. It is unk how much of the needle broke off.